Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, upon opening the device package; it was noted that the shaft was allegedly damaged.

Manufacturer narrative:
Received 1 used catheter. The reported event was confirmed as a manufacturing related issue. Per visual inspection, reviewed sample and found a flake of latex on the shaft. This adhered during the hand cleaning operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, upon opening the device package; it was noted that the shaft was allegedly damaged.